Manufacturer narrative:
A manufacturing review was performed and this lot met all release criteria. Visual inspection: the sample was returned for evaluation.the sample was received inserted into a sheath. The gray outer sheath was torn off. Outer catheter stretching was noted around break. The distal tip of the returned introducer sheath was flared. The stent graft was partially deployed and protruded from the tip of the outer sheath. Several struts were bent on the deployed section of the stent graft. The eptfe of the stent graft near the struts were delaminated. No fractured struts were identified. There were no other anomalies noted to the delivery system. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. The delivery system could not be removed from the sheath. An in-house guidewire was loaded into the system to test for patency. When attempting to load the guidewire the stent graft dislodged from the sheath. No anomalies were noted to the previously undeployed section of the stent graft. The inner guidewire lumen was kinked. The coils near the pusher pad were stretched. Medical records review: a thrombectomy procedure was performed for a history of chronic occlusion in the av graft. Guided fluoroscopy demonstrated a fractured vascular stent that was deployed prior to the procedure. A pta balloon would not cross the vascular stent so it was advanced through the sheath beyond the vascular stent for a successful angioplasty, creating a complete effacement vessel. Angioplasty performed demonstrated 100% venous anastomosis stent occlusion in the vascular stent, and a 90% subclavian venous stenosis in the svc. Thromboaspiration removed fragments of thrombus and established patent arterial and venous blood flow. A pta balloon was used for post thrombectomy angioplasty successfully. A stent graft was advanced to the lesion site and to cover the fractured section of the previously deployed stent. Upon deployment the stent graft was unable to be completely deployed as the physician reported that he thought the stent graft became stuck on some of the previously fractured stent struts. The partially deployed stent graft was removed as one piece without incident. No other attempts were made to deploy another stent graft as the physician reported the av graft was patent with good blood flow, and the patient had a good thrill. A final angiogram demonstrated good blood flow, and the identified areas of stenosis were improved. The patient was reported to be hemodynamically stable at the conclusion of the procedure. Image/photo review:no images or photos were provided. Conclusion: the investigation is confirmed for partial deployment and an outer shaft break. The investigation is also confirmed for issues retracting the delivery system through the introducer sheath, as the system could not be retracted from the returned introducer sheath and the sheath tip was flared. In addition based on the medical records, partial deployment of the stent graft can be confirmed. Per the reported event details, it was noted that the delivery system was advanced through a looped av graft. There is a specific precaution listed in the IFU that indicates that the safety and effectiveness of this device have not been established when used around a tight bend in a looped av graft. Additionally, it was noted the stent graft was attempted to be deployed in a previous placed stent that had fracture struts. Therefore, it is possible that procedural issues contributed to the reported event. Labeling review: the current flair endovascular stent graft instructions for use provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a stent graft in the right upper arm at the venous anastimosis, the stent graft was partially deployed. The health care provider had difficulty advancing the delivery system to the target lesion and the lesion was predilated. The system was flushed prior to use. There was an old fractured stent present at the treatment site. The vessel was tortuous. The procedure was completed by removal of the stent, the delivery system, and the sheath. There was no known consequence or injury to the patient.